Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to unknown reason. No product information was provided. Additional information received on 12/04/2017 from (B)(6): updated incident description to: allegedly the patient was revised due to a broken neck. Verified the original parts were wright medical.